Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-03730. It was reported that the patient presented in the hospital with fever. Infection was noted. Blood cultures were performed. Staphylococcus aureus was confirmed as the cause of infection. Subsequent cultures results were all negative. Clot was visualized on the lead. Device system was explanted. The patient was stable.